Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00274. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a pelvic floor prolapse procedure and a sling procedure on (B)(6) 2008 to treat urinary incontinence. In (B)(6) 2009, the pt underwent surgery to remove the mesh from her body. No additional info was provided.